Event description:
The customer reported obtaining low patient results for ion selective electrode (ise) including sodium (na), potassium (k) and chloride (cl) on their au5800 clinical chemistry analyzer. The customer repeated the patient samples on another au analyzer and obtained normal results. The customer reported the initial patient results out of the laboratory; however, they were corrected later. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patients demographics. The customer provided data for three (3) patients.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and found tubing not properly tightened, the wash syringe nut not secured, and the sample probe bent. The customer replaced the electrodes along with the fse replaced the sample probe and tightened the tubing and the wash syringe nut to resolve the issue. The fse performed quality control and passed. The fse verified analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).